Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device was explanted and replaced due to programming / telemetry difficulty. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: analysis found the device reached normal battery depletion.

Event description:
It was reported the device was explanted and replaced due to programming / telemetry difficulty. No patient complications were reported as a result of this event. Additional information was received, stating there was not programming/telemetry difficulty; this was reported in error. The reason for device replacement was normal battery depletion and there were no device issues reported.